Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a user unable to pull certain medications. The customer reported unable to pull certain medications and there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to pull certain medications. A technical support specialist reviewed the issue where the user was unable to remove a nystatin suspension from the station. They confirmed the device name and medication ID, verified that the failure occurred throughout the day, and found no issues with permissions or security group settings. They recommended collecting a screenshot or live example to further troubleshoot the problem. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a user unable to pull certain medications. The customer reported unable to pull certain medications and there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.